Event description:
It was reported that the product was implanted in 1995. It was stated that the patient stumbled in the house. X-rays were taken in 2006. It was found that the implant had broken in half. Patient was revised seven days later.

Manufacturer narrative:
Fatigue fracture.